Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire. Continuity testing identified a failure on one of the instrument¿s grips. Upon disassembly, the conductor wire associated with the affected grip was found to be broken at the distal end, near the point where it routes into the grip tip. Additional damage was noted on the insulation distal to the fracture site, where the insulation appeared pinched and kinked, indicating localized mechanical loading. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that the force bipolar instrument exhibited no power on cautery. The customer reported event had no report of patient injury.